Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain and tenderness at the ipg site. Follow-up revealed the pt's ipg has moved from it's original location. The pt also experiences comfort at the ipg site when stimulation is on. Low impedance was found on several contacts. The pt will meet with an sjm representative for reprogramming. The pt may undergo surgical intervention if needed.